Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060528) in united states on 29-mar-2016. The consumer had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6)-2006 for birth control. The consumer reported that immediately after essure procedure she started experiencing abdominal pain and her cycles became irregular. Her doctor told her it was due to the non-hormonal birth control option and that it would regulate over time. In 2009 she still had irregular cycles and pain/cramping. Cycles were 12-14 days some months and sometimes they had a normal length but a few days of spotting in between. The doctor suggested her to take birth control pills to help regulate it. She stopped taking the pills after 3-4 months and dealt with it. In 2014 she brought it up to the doctor who referred her to a gynecologist. An ultrasound was done and revealed she had developed cysts and endometriosis. She had surgery on 2014 to remove two cysts and ablation of the uterus. She was still having irregular, lengthy and usually heavy cycles and she asked her doctor about it in 2014 after the surgery and she told her they would regulate. In 2016 she was still having irregularities; periods had been 6 weeks apart in the 4 months before the reporting date. She did a physical/pap and during the exam she experienced lower right quadrant pain. The nurse practitioner felt something out of ordinary so she ordered an ultrasound which she had on 2016 and revealed another cyst. She had an ultrasound and a consultation scheduled. During this entire time she also had headaches on a daily basis. Once or twice they were debilitating but there was always a low grade headache, occasionally with blurred vision. Follow-up information received on 22-apr-2016 (upgraded to incident). Consumer stated that all her symptoms were still ongoing. She was diagnosed with endometriosis 2 years ago. She was scheduled for a hysterectomy on (B)(6)-2016. Quality safety evaluation received on 11-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment. This non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain since essure (fallopian tube occlusion insert) insertion and was diagnosed with cysts and endometriosis 8 years later. She underwent a surgery to remove the cysts; an uterus ablation (regarded as endometrial ablation) was also performed. A hysterectomy was scheduled. These events, except for abdominal pain, are unlisted in the reference safety information for essure. The exact cause and pathogenesis of endometriosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics, amongst others. Some endometriosis symptoms include lower abdominal pain and abnormal or heavy menstrual bleeding. In this case, consumer developed prolonged and irregular menses. After examination, endometriosis was found. She underwent an endometrial ablation and hysterectomy. Considering endometriosis pathophysiology and given essure local action into the fallopian tubes, causality is considered unlikely. Regarding the reported cysts, as their exact nature was not specified, causality with essure cannot be assessed by now. Considering that the abdominal pain started immediately after essure insertion and essure may cause abdominal pain, a causal relationship with essure cannot be excluded. Although in this case, the probable reason for the planned hysterectomy is the endometriosis, since she also had abdominal pain that started immediately after essure procedure, it cannot be excluded that the planned required intervention is associated with essure. Therefore, this case is regarded as incident. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5060528) on 29-mar-2016. The most recent information was received on 10-jun-2019 this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/cramping'), endometriosis ('endometriosis') and cyst nos ('cysts') in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("cycles became irregular / periods had been 6 weeks apart"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced endometriosis (seriousness criterion medically significant) with menometrorrhagia and abdominal pain lower. In 2016, the patient experienced cyst ("another cyst"). On an unknown date, the patient experienced cyst nos (seriousness criterion medically significant), headache ("headaches on a daily basis"), vision blurred ("blurred vision"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and dysgraphia ("my handwriting has also gotten vey bad"). The patient was treated with oral contraceptive nos and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, endometriosis, cyst nos, menstruation irregular, cyst, headache and vision blurred had not resolved and the feeling abnormal, memory impairment and dysgraphia outcome was unknown. The reporter provided no causality assessment for dysgraphia, feeling abnormal and memory impairment with essure (ess205). The reporter considered abdominal pain, cyst, endometriosis, headache, menstruation irregular, vision blurred and cyst nos to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in 2016: results: something out of ordinary. Ultrasound scan - in 2014: results: cysts and endometriosis; in 2016: results: another cyst. Concerning the injuries reported in this case the following events were extracted from social media : brain fog,memory issues,my handwriting has also gotten vey bad. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received : following events were added : brain fog,my handwriting has also gotten vey bad, memory issues.reporter information updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.